Event description:
International affiliate reports that l4/l5 instrumentation was performed with the expedium system for spinal canal stenosis and spondylolisthesis. When examining images for postoperative diagnosis, the surgeon found screw loosening of l4. The patient being monitored by the surgeon and is wearing a corset. Revision surgery is not planned at this time.

Manufacturer narrative:
The screw remains implanted and is not available for evaluation. The device lot code is unknown. Without a lot number, a review of manufacturing records cannot be completed. Examination of MRI images provided were inconclusive. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross "functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.